Event description:
It was reported that the pump exhibited high pressure alarms. The patient went to the emergency room on multiple occasions within the last six months. Unknown if hospitalization was to the related to the device. There was patient involvement, patient harm/adverse were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.